Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant products: product ID: 37761, serial# (B)(4), product type: recharger. Analysis of the desktop charger found that it had a broken connector pin. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with an implantable neurostimulator (ins) for post lumbar laminectomy syndrome and spinal pain. It was reported that the patient's desktop charger connector pin was loose and as a result they were unable to charge the insr and the ins stopped producing stimulation. A new desktop charger was sent to the patient. No further complications were reported.